Event description:
Initially, it was reported that the patient underwent generator replacement due to battery depletion. The generator was received for analysis. The returned product form indicated that the generator was replaced due to battery depletion, unable to interrogate due to battery depletion. Analysis of the generator is underway, but has not been completed to date. No additional relevant information has been received to date.

Event description:
Analysis was completed on the explanted generator. The failure to interrogate and end of service was not duplicated in the analysis lab. The pulse generator was interrogated at multiple orientations adjacent to the programming wand at a distance of one-inch (spacer block) from the programming wand and the pulse generator properly interrogated at all orientations. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.